Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Manufacturer narrative:
Field service engineer (fse) investigated complaint but could not duplicate the problem. Per product engineering and tech support recommendation, fse replaced the generator console flash memory. Fse stood by for cases then checked operation according to checklist, and returned the unit to full service. Fse returned the flash card to lf engineering, who ran the flash card in a unit for a week with no issues noted. Problem was not reproduced.

Event description:
Customer reports via phone that during a urology stent placement procedure, on a male patient (age unknown), the system fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure without further incident. No reported injury.